Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain after implantation of a device that is alleged to have been involved in a recall.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Zimmer biomet complaint number (B)(4). Reported event was unable to be confirmed as the device was not returned and limited information received from the customer. Review of complaint history determined that no further action is required as no trends were identified. Per the device's packaging insert pain is a known risk of the procedure. A summary of the investigation has been sent to the complainant. Based upon the available information, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.